Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a heart catheterization procedure. Reportedly, a cuff miss occurred, the device was removed and a second proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed. Analysis of the returned device revealed a link break at the swage end of the posterior cuff resulting in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The second proglide referenced is being filed under a separate medwatch MFR number.